Event description:
This lv lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2018. In a product experience report receive on (B)(6) 2018, it was reported that this lead was part of system extraction due to infection with sepsis. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)